Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defib impedance was stead at approximately 49 ohms through (B)(4) 2015 then rises out of range starting on (B)(4) 2015. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defib impedance was stead at approximately 65 ohms through (B)(4) 2015 then rises out of range starting on (B)(4) 2015. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Concomitant products: 5076-58 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately eight years later, the rv and svc coil impedances spiked triggering an alert and a high voltage lead fracture was suspected. The high voltage impedance was noted to be normal during an office visit and no high impedances were reproduced with isometrics. A lead replacement is planned.